Event description:
It was reported that the user¿s ilet pump screen was cracked and the device became unresponsive, and a replacement pump was arranged with instructions provided on shutdown, data sync to the mobile app prior to return, and return logistics. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included no need for medical care and continued use of cgm via the dexcom app or receiver. Investigation included collection of device details and user reports and arranging device return for assessment. Investigation of this case revealed physical damage to the pump display consistent with external impact, leading to loss of responsiveness, with no indication of a systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.